Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device failed to detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4) the device was returned to baxter and an eval was performed. The eval did not reproduce the symptom undetected upstream occlusion. They symptom is considered confirmed, since it was discovered during baxter's functionality testing. The eval found that the ultrasonic sensor was failing, which is a known contributor to the symptom. The failed ultrasonic sensor was replaced.